Event description:
Pt's dialysis treatment was initiated without difficulty. Approx. 1 hour into the treatment the dialyzer appeared to be clotting the blood flow from the access was not sufficient and needle was repositioned. The high tmp alarmed on the machine, however, the blood pump did not stop and the arterial blood line popped off the dialyzer. The pt lost approx 250 cc of blood. Dialysis was terminated and treatment was resumed on a new machine with a new dialyzer and lines. The pt had a hgb and hct drawn and left the unit in stable condition.